Event description:
A user facility reported this laryngeal mask airway would not maintain inflation after insertion in a pt. The user noticed that the pilot balloon was ruptured. There was no pt injury or problem. The user facility has returned the laryngeal mask airway and the device is currently undergoing eval.